Event description:
Philips became aware on 18may2023 via a user facility report (B)(4)) of a peripheral atherectomy procedure which commenced to treat a severely calcified lesion in the patient''s common femoral artery (cfa). A spectranetics quick-cross support catheter was used to cross the lesion. During use, the quick-cross broke within the artery. The broken portion was retrieved with a snare, removing the device in its entirety. A stent was placed and the procedure was completed with no reported patient harm. The physician believed that severe artery stenosis caused the quick-cross to separate. This report captures the quick-cross which separated, requiring intervention for retrieval.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): per the complaint details, the physician believed that severe artery stenosis caused the quick-cross to break. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.